Event description:
The customer stated that a cell-dyn 1800 hemoglobin result of 8.2 g/dl was generated on a patient sample that retested at 13.2 g/dl. The result of 8.2 g/dl was not reported out of the laboratory. No impact on patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Method evaluation: evaluation of instrument data log: the customer observed erratic hemoglobin (hgb) results. No incorrect results were reported out of the lab and no other results were affected. On (B)(6) 2008, the customer stated the instrument had been shut down and no troubleshooting had been performed. The customer returned the instrument to abbott for investigation. The cell-dyn was returned in good condition and visual inspection of the instrument determined no sign of damage or missing components. It was noted, however, the sample syringe was severely rusted, indicative of leakage. Review of the customer's instrument data log from (B)(6) 2008 for the hgb issue revealed the following observations: for the first run, the hgb result was significantly lower compared to the hgb result from the second run, which appeared to be acceptable in both cases, therefore, the first lower result was questioned. Additionally, the first run was initiated after the analyzer had been idle for a long period of time (about 2 hours). Further review of the data log indicated the 15 minute rule was not followed for a number of other patient runs. The hgb results in all patient runs were questionable. The reported issue of erratic hgb results could be due to inappropriate operation of the cell-dyn 1800 instrument. Per the cell-dyn 1800 system operator manual, list # 07h80-01, revision e, section 5, operating instructions, specimen analysis, pages 5-58, if the system has been idle for 15 minutes or more, a normal background should be run immediately prior to running patient specimens. A review of the complaint analysis trending system and trending analysis support system did not indicate any adverse trend related to discrepant hgb patient results from (B)(6) 2008 for the cell-dyn 1800, list# 07h77-01. Based on the investigation, no product issue was identified for the cell-dyn 1800, list# 07h77-01, with regards to discrepant hgb patient samples. Additionally, no systemic issue was identified for the cell-dyn 1800 product line. This is a final report.